Manufacturer narrative:
Concomitant medical product: d354trm ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited an impedance spike, high impedance, undefined impedance, oversensing-noise, and was possibly fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.